Event description:
It was reported to boston scientific corporation, that during a percutaneous nephrolithotomy, an occlusion balloon catheter was inserted with a sensor guidewire. The balloon would not inflate and it was found that the contrast medium leaked. The procedure was completed with another occlusion balloon. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed both proximal and distal balloon bonds were intact and continuous. The balloon was found to be burst/ruptured. A device history record review confirms that this device met all material, assembly, and performance specifications.